Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to FDA.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during rotator cuff repair surgical procedure, the surgeon tried to insert the reported 222330 4.75 healix anchor into the bone hole. It was reported that while the surgeon was inserting four polyamide sutures (named ¿surgilon¿) into the anchor, it cracked and broke. It was reported that the surgeon replaced the device with the reported 222331 5.5 healix anchor. It was reported that the surgeon tried to thread four fiberwire sutures into the anchor. It was reported that the sutures did not go through the anchor. It was reported that the surgeon broke the anchor, secured the sutures, and took out the anchor. This time he did not re-thread all the sutures all at once. It was reported that it took a few times to re-thread all the sutures. It was reported that the surgeon completed the suture bridging. It was reported that the devices were brand new and their first use when the issue occurred. The surgery was completed with a 10-minute delay. There was no harm to the patient. There is no information if the original bone hole was used to complete the procedure or if any additional damage was made to the patient due to this failure. It was unknown what size suture was used. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.